Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. A correction bolus was delivered to address bg. It was reported that the customer was not completing the air removal step during the load process. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.